Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, loss of sensing and low, out of range pacing lead impedance was observed after connecting the lead to the device. Insulation damage likely due to the process of placing the lead into the device header was also noted. The lead was not implanted, and another lead was implanted instead. The patient was stable and discharged.